Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak.customer did not recall blood glucose level at the time of incident. Customer stated the reservoir was leaking during priming, the issue happened to 3 reservoirs. Reservoir will not be returning for analysis.